Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The event was not attributed to any nova products. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will not be returned for eval.